Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported during the procedure that the lead was attempted but not used due to positioning difficulty and a non-operational helix. No patient complications were reported, due to this issue.